Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the right ventricular lead was over-sensing noise. The lead was capped and replaced on (B)(6) 2023.

Manufacturer narrative:
Further information was requested but not received.